Event description:
It was reported that at least one bd alaris smartsite extension set was clogged. The following information was provided by the initial reporter: can¿t prime at beginning with luer lok syringe. Tried several times.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that at least one bd alaris smartsite extension set was clogged. The following information was provided by the initial reporter: can¿t prime at beginning with luer lok syringe. Tried several times.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval: yes, d.9. Returned to manufacturer on: 03-aug-2022, g.4. Date received by manufacturer: 03-aug-2022. H.6. Investigation summary: one 20039e sample from lot 21085799 was received in opened packaging for investigation, a connecting 5ml angel flush syringe was also received for investigation. The feedback provided by the customer indicates that a complete occlusion was detected at the smartsite component during priming. A visual inspection of the smartsite component did not identify any product defects or manufacturing issues which could have contributed to the customer's experience. However, a close inspection of the angel syringe revealed a raised edge on the male luer tip of the component. The sample was then subjected to functional testing by connecting the smartsite component of the extension set to both the angel flush syringe and a retained 50ml bd plastipak syringe from stock and flushing with fluid; in each instance, the smartsite piston opened and no flow restrictions or occlusion were identified throughout testing. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 21085799 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. It was not possible to confirm the root cause of the customer¿s experience in this instance, as testing of the returned sample did not identify any product defects or quality deviations that could have contributed to the customer¿s experience. Previous complaints for occlusions have been related to features on the surface of the male luer of the connecting products. These features include flash or a raised edge to the tip of the male luer which have previously been shown to intermittently lead to restricted flow due to them pinching the blue piston of the smartsite® and not allowing it to open. This can sometimes be resolved by disconnecting and reattaching the same luer connection which may reposition the luer against the piston and improve the flow, or alternatively by changing the connecting male luer. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the smartsite component in the past 12 months. H3 other text : see h.10.

Manufacturer narrative:
Investigation summary: a 20039e product was not available for investigation; however the customer confirmed that the complaint sample was from lot 21085799. Feedback from the customer indicates that occlusion was observed upon connecting the 20039e sample to an unknown luer lock syringe during priming. No further information was available to assist the investigation in this instance. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 21085799 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample, it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience. CAPA 1998036 has been initiated.

Event description:
It was reported that at least one bd alaris smartsite extension set was clogged. The following information was provided by the initial reporter: can¿t prime at beginning with luer lok syringe. Tried several times.